Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history record revealed no associated non-conformances that would have caused or contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during an unspecified procedure, a perforation occurred in the circumflex artery which required use with a graftmaster stent. The 3.0 x 12 mm graftmaster stent delivery system (sds) was advanced, but could not cross to the perforation due to the heavy calcification in the vessel. After removal, it was noted that the stent was bent. A dilatation balloon was advanced, and the perforation was sealed with multiple balloon inflations. The patient had a good outcome and there was no clinically significant delay in the procedure. No additional information was provided.